Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID tm90t0 serial# (B)(6) product type accessory product ID a820 product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on 2024-07-11 from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was back pain with leg pain and non-malignant pain. The patient's representative reported that for the past 2 weeks the patient had been having issues with the communicator not connecting to the handset. Per the caller, they had to keep putting it back on the charger to get it to connect. The patient stated they typically bolused 5x a day. Last night it would not connect, and they had to wait 45 minutes before it would connect, so the patient was not able to get their last bolus. They were locked out for 2 hours and 55 minutes because they were not able to get the bolus. While on the call, the patient was able to connect to the pump twice with no issues. The agent reviewed general use of the handset and communicator. While on the call, the patient was seeing communicator battery level 98% and handset battery level 99%. The agent had the caller power on the handset and communicator and the caller was able to connect to the pump to see the battery levels. A replacement communicator was requested from the repair department because the patient was experiencing multiple instances of poor/intermittent communication/telemetry. No patient injury reported. Additional information received on 2025-01-07 from a patient representative indicated that the patient received a replacement commun icator "a couple months ago", "back in the summer", and "not long after the pump implant" but never got to pair it because the patient ended up having a problem where their pump flipped over inside of them and they had to go back in for surgery on (B)(6) 2024, which was "2 months ago". Per the reporter, "all sorts of stuff was going on" and they "never got a chance to activate the new communicator". When asked about the event date of the pump flipping, the reporter stated "time it flipped it she knew was extremely difficult to get the thing to connect and it just barely could read it; it became a lot harder to connect and when we went to get it refilled they realized it flipped over". On 2025-01-07, they went to use the replacement communicator, so they plugged it in and it showed a green light, but when they held the button down, it wouldn't turn on. The reporter mentioned that they left it plugged in for the last 45 minutes and when they came back, they noticed the light was orange. The reporter was unsure of when the color turned back from orange to green. The reporter confirmed that the cord fit in the charging port and they tried taking out the cord and putting it back in a few times and the light turned green. Per the reporter, their main issue was that it took the patient 7-10 minutes or longer to connect to the pump and it appeared to be a continuation of the connection issue that was previously reported. The patient then had to reconnect to go through the process of connecting a second time to request a bolus. There was a lag in communication because when they saw a lockout after the bolus, it showed as 3 hours and 52 or 53 minutes instead of 4 hours. The percentage went up to 90% "very quickly" and the delay was after that. The reporter confirmed that these issues had been going on with the previous communicator because they hadn't paired the current communicator yet. It was difficult to troubleshoot and obtain additional information during the call to patient services due to call quality. Patient services reviewed communicator charging considerations. The reporter had the myptm application patient user guide with them and patient services assisted the reporter in finding communicator pairing instructions. The reporter planned to charge the communicator and call back for assistance in pairing the communicator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication for use. It was reported that the rep sent in x-ray images to help confirm if a pump was flipped. Additional information was received from a company representative (rep) reporting that the pump was flipped and surgical intervention occurred. The pump was flipped back over and tacked down and then refilled.